Event description:
The patient was a male with a history of hypertension, past smoking, arthritis, and hernia repairs. The pt rec'd a cxs13300 in the proximal left anterior descending artery. The indication for the index procedure was angina. Medications at the time of admission were aspirin, claritin, a vasoretic, lipitor, and a nitro patch. Pre-procedure stenosis was 90% and timi flow was 3. Angiomax was given during the procedure. The lesion was not predilated. The cypher was deployed at 12 atm for 30 seconds. Post-dilation was conducted with a monorail 3 x 9mm balloon at 8 atm for 30 seconds. Post-procedure stenosis was 0%. Act was "high", >167. The patient's discharge diagnosis was cad of a native coronary artery. Medications at discharge were lipitor, plavix, diovan, and claritin. The patient developed a rash (date unknown) and was taken off lipitor. Vomiting, diarrhea, and itching continued so, the pt was taken off diovan. In 2006, the reactions continued so, the pt was taken off a plavix and placed on ticlid. Eleven months later, the pt fell and began experiencing chest pain. He was unable to lie down. The pt came to the ER three days later with coughing, shortness of breath, and lung pain. The pt had a thoracentesis the next day and was diagnosed with stage 4 lung cancer. Patient was discharged five days later. The pt was readmitted on 3 days later and sent to surgery. Prior to the procedure, the pt was taking, zestril, diovan, aspirin, zyrtec, nitroglycerin (prn) and ticlid. The pt was given one dose of vitamin k and morphine before the procedure. A talc pleurodesis was conducted and the pt was transferred to the ICU. An hour later, the pt experienced an acute myocardial infarction and passed away. The physician indicated, the pt died due to "an acute myocardial infarction secondary to the stent occlusion due to the discontinuation of antiplatelet therapy".

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.